Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation, and matches the alleged failure. The received lag screwdriver has broken pegs which can be due to the implementation of high torsional force. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing, or design-related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause of the event is related to user related i.e., application of high forces during explantation. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the orthopedic surgeon was trying to remove the lag screw of a gamma 3 nail. It was difficult for the surgeon to connect the lag screw with the lag screwdriver. The surgeon tried a few times and the tip of the lag screwdriver broke. The surgeon was not able to remove the lag screw and nail. The next day the patient was brought to the or and the removal was successfully completed with another set of gamma 3 instruments."

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the orthopedic surgeon was trying to remove the lag screw of a gamma 3 nail. It was difficult for the surgeon to connect the lag screw with the lag screwdriver. The surgeon tried a few times and the tip of the lag screwdriver broke. The surgeon was not able to remove the lag screw and nail. The next day the patient was brought to the or and the removal was successfully completed with another set of gamma 3 instruments."